Event description:
It was reported that removal difficulties were encountered. A 5.0x80 sterling balloon catheter and .35 rubicon catheter-guide were selected for use. During the procedure, the balloon was placed through the rubicon. However, the balloon became stuck and was difficult to remove from the rubicon. Both devices were removed from the patient and the procedure was completed with a different equipment. No patient complications were reported.